Event description:
Customer received result of 19.1 mmol/l on the mobile system, and result of 3.7 mmol/l on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278166, expiration date 11/30/2013). (B)(4).